Event description:
It was reported that the patient had two right atrial (ra) leads that were attempted but not used due to sensing and threshold difficulties and high impedance. No right atrial (ra) lead was implanted. The patient had a right ventricular (rv) lead attempted but not used due to a screw-in issue. Another right ventricular (rv) lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. There was blood on the distal electrode and visual analysis noted the lead was damaged at implant. (B)(4).